Manufacturer narrative:
H.6. Investigation: one representative sample was received for investigation. The one representative sample was subjected to visual inspection. There were no deformation/damage observed on the eclipse hub and safety shield. No breakage observed on the safety lock pin. The representative sample was subjected to the eclipse safety shield inspection to check for hub hook breakage or safety shield fall off / break off. The sample passed the inspection activation / locking force :the representative sample was activated per test method procedure, it377. The activation force results met the specification requirements unable to confirm the customer experience as sample passed the inspection. A device history record review found no non-conformances associated with this issue during production of this batch.

Event description:
It has been reported that the syringe 3ml ll w/ndl eclipse 25x5/8 rb has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: it was reported that the health care provider received a needle stick injury after the safety shield broke off. Verbatim: issue with 3ml 25g 5/8¿ bd eclipse needles. One of our staff had a needle stick injury when activating the safety shield. The safety shield went sideways when pushed and broke off causing the nurse¿s thumb to scrape across the used needle. Defective product was not retained.

Manufacturer narrative:
PMA/510k: k980987 / k161170. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 3ml ll w/ndl eclipse 25x5/8 rb has been found experiencing safety mechanism failure during use. The following has been provided by the initial reporter: it was reported that the health care provider received a needle stick injury after the safety shield broke off. Verbatim: issue with 3ml 25g 5/8¿ bd eclipse needles. One of our staff had a needle stick injury when activating the safety shield. The safety shield went sideways when pushed and broke off causing the nurse¿s thumb to scrape across the used needle. Defective product was not retained.